Event description:
A complaint was received regarding a lower glucose sensor scan while wearing the adc device compared to an healthcare professional (hcp) meter. As a result, on (B)(6) 2022, a sensor scan of 57 mg/dl was compared to an hcp meter glucose test of 64 mg/dl and the customer was provided an insulin drip for treatment. Please note the treatment of insulin is inconsistent with the scan of 57 mg/dl and hcp glucose test of 64 mg/dl. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.